Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the scs ipg and the patient controller (pc). Reportedly, the issue started following a recent surgery on his shoulder. A company representative met with the patient but was unable to resolve the issue with troubleshooting. Review of the device logs determined the patient's scs ipg was unresponsive/inoperable. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. There is guidance noted in the clinicians manual concerning handling of the device: electrosurgery devices should not be used in close proximity to an implanted neurostimulation system.

Event description:
It was reported that ipg replacement was completed on (B)(6) 2019 and the new ipg was operational post procedure.